Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported the sensor failed after seven days and when the sensor was removed, the sensor wire detached from the sensor pod and remained in the patient¿s skin. The patient¿s mother called while on the way to the emergency department to have the wire evaluated and removed. At the time of contact, the patient was doing fine. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.